Event description:
It was reported to philips that the system gave an alert indicating that generator was busy, which can impact the imaging the device was in clinical use at the time of event. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.